Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue occurred during testing.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis the reported issue was able to be duplicated. The device was not indicating lock / unlocked at start up when cassette was attached and locked. It was noted that inoperable latch lock flex was the cause of the reported issue. Service will replace latch / lock -optic flex sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not locked alarm. No adverse effects were reported.